Manufacturer narrative:
We are in a process of gathering detailed information about the reported incident. The conclusions will be provided upon the manufacturer's investigation completion.

Manufacturer narrative:
On the (B)(6) 2019 it was reported to the arjo representative that there was the incident with the involvement of the maxi move lift and passive clip sling. It was reported that during transfer the sling detached from lift spreader bar. There was no indication of patient injury or fall. The claimed sling was not been made available for further arjo investigation. Multiple attempts were made to contact the customer in order to obtain more detailed incident description and details of patient condition after the incident. The last attempt was made on 14th february 2019. Unfortunately, no further information (than initially received) was provided. The maxi move device was not evaluated by arjo representative as the involved lift could not have been indicated by the customer. The facility conducted their own root cause analysis and tests. The results were shared with arjo. The customer conclusions were that there was an incorrect clip design which may have contributed to the event. Customer conducted test which revealed that when there was a sudden shift of weight, sling detached from the lift spreader bar. As the details about method used and information in what environment equipment was tested were not provided, we cannot find customer tests results as valid. The product instruction for use (IFU) is provided with each device and describes the methods of use. The IFU provides also pictographic guidance regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. Passive clip sling instruction for use (04.sc.00-int1_2, october 2014) warns patients: "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." "To avoid injury to the resident, pay close attention when lowering or adjusting the spreader bar." "Make sure the clip strap is not caught between the lug on the lift and the clip attachment." Based on the product knowledge and a simulation, when labeling is followed and the sling is placed in the correct way and the instruction of using the system is followed, it is very unlikely a resident drop or other adverse event during the transfer of the resident with the sling and lift will occur. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labeling, is locked in position with the weight of the resident. It cannot go downward as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the resident. The claimed sling was not evaluated by an arjo technician and the details of the incident remains unknown so in this case we cannot determine with certainty the root cause of the event. Please note, if the clips are properly attached to the device spreader bar and caregivers follow all recommendations and procedures provided in instructions for use, the risk of serious injuries and hazard situations is low. To conclude, the system - clip sling and passive floor lift was used for the patient's care and in that way contributed to the alleged event. The sling detached from the lift and from that perspective, the system did not meet the manufacturer's specification. The complaint was decided to be reportable due to a risk of a serious injuries upon the reoccurrence.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that during transfer in the nursing side resident fell out of passive floor lift maxi move iii. The reason of the event was a clip detachment from the device during transfer.